Event description:
It was reported that stimulation was turning off. Once every 3 months, the implantable neurostimulator (ins) was shutting itself off. When the patient felt the stimulation turn off, it showed that stimulation was in an off state. Impedances were tested and noted to be normal. Reprogramming was done but cycling was not enabled in the patient's programming. The patient's therapy was reported to be working well otherwise. Additional information received a week later indicated that no malfunctions were seen and no interventions were taken. It was stated that the patient was going to continue monitoring his device.

Manufacturer narrative:
Product ID 377745, lot# v012142, implanted: (B)(6) 2006, product type lead; product ID 377745, lot# v012142, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).